Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports the distal tip of the mountaineer x15 torque driver became stripped during screw tightening. A backup driver was not available and due to the need to borrow a driver from another hospital, the procedure was delayed by thirty minutes. There were no adverse consequences to the patient. Also the tip of a concomitant device mountaineer rod cutter broke during the procedure. However, breakage occurred away from the patient and did not cause or contribute to the thirty minute delay.

Manufacturer narrative:
Visual inspection of the returned mountaineer x15 torque driver found its distal tip had stripped lobes. From the wear pattern, the stripping most likely occurred because the driver was not fully seated in the drive feature. A review of the device history record review of the x15 torque driver found no discrepancies. A 12 month complaint trend analysis on the product code found no emerging trends. The root cause for the driver tip stripping cannot be positively identified. However, it may have been due to the driver not being fully seated in the screw head as evidenced by the wear pattern. No corrective action/preventive action is required at this point as there has been no issues identified in the manufacturing or release of this device and there has been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.